Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk. Assessment; results: manufacturing files were reviewed and no anomalies were found. Conclusion: the most likely root cause is multifactorial.

Event description:
It was reported that; I was in operating room on the morning of friday, (B)(6) 2017 at 7:30am for an plate and screw removal. After removing the plate, I noticed an eyelet was broken. I informed the surgeon of this. He later found the broken piece inside of the patient and placed it with the plate in a specimen cup, which I have in my possession.

Event description:
It was reported that; I was in operating room on the morning of friday, (B)(6) 2017 at 7:30am for an plate and screw removal. After removing the plate, I noticed an eyelet was broken. I informed the surgeon of this. He later found the broken piece inside of the patient and placed it with the plate in a specimen cup, which I have in my possession.